Event description:
The customer reported that they had a recent event where an infusion was to run over an hour and there was an air in line alarm at around 40 min. There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.